Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
Right groin hematoma. On (B)(6) 2026, customer reported this occurred post index procedure ((B)(6)). Adverse event led to a prolonged hospitalization. Patient details provided. Lot number and expiration date provided. Subject was discharged with groin swelling/bruising settling with manual pressure, however later returned after reported increased swelling and tenderness. There was no delay to procedure. Subject underwent imaging, CT, ECG and medication regimen was updated to withhold apixaban. Eventually discharged on paracetamol. Advised resting, ice site as needed. Outcome is considered not recovered/not resolved. The medical notes describe there was "active bleeding" at the groin access site, however there was no noted measurable loss as, pressure was applied immediately along with use of a femostop. A blood transfusion was not required. CT - medical imaging technique, ECG - electrocardiogram, apixaban - anticoagulant medication, paracetamol - antipyretic agent (like tylenol), femostop - integrated manometer allows pressure to be adjusted based on patient status. Facility: (B)(6) hospital/ (B)(6) (aus).